Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact on the customer's blood glucose level. Technical support arranged for pump replacement, confirmed the shipping address, and advised the customer to use multiple daily injections as a backup therapy. The customer was instructed to deplete the battery before returning the faulty pump with the pre-paid label provided.